Event description:
Ous MDR - it was reported that approximately 66 months after the implant, the shock impedance had increased to >150 ohms. There is no mention of intervention.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is1 connector pin. A proximal and a stretched distal lead fragment were returned for analysis. During the visual inspection, the conductor cable to the shock electrode was found coiled inside its lumen of the df1 connector. Further analysis showed that the conductor cable was pulled out of its crimping point. The subsequent inspection demonstrated that the crimping was as technically specified. This damage can be regarded as the root cause of the shock impedance >150 ohms reported in the complaint text. Based on the characteristics of the findings, it is reasonable to assume that the damage occurred due to tensile forces applied on the df1 connector. The device exchange in (B)(6) 2018 might have had an impact. Additionally, a cut was noted 5 cm distal to the df1 connector pin. Furthermore, the insulation was cut at 26 cm proximal to the lead tip. In this region, the conductor cable to the shock coil was pulled partly out of the lead. The shock coil showed deformations. These damages most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.